Manufacturer narrative:
Analysis was performed on the returned device. The reported clip did not completely close the gap of the demo block chamois was not confirmed based on the returned clip deployed on the chamois. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. A conclusive cause for the reported clip did not completely close the gap of the demo block chamois could not be determined. It may be possible that deployment technique such that the device was pulled back during clip deployment in the demo block may have contributed to the reported event. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device. Additionally, sterile devices from the same lot were returned and testing was successfully performed with no anomalies noted.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information. The additional starclose device is filed under a separate medwatch report number.

Event description:
It was reported that an arteriotomy closure of the calcified left common femoral artery was attempted using a starclose se device with a 6f sheath after an percutaneous transluminal angioplasty interventional procedure. Reportedly, there was a resistance drop during thumb advancement. Thumb advancement and clip deployment were not completed as the vessel locator wings were inside the device and the clip was prematurely deployed outside the vessel. Manual arterial compression was applied to achieve hemostasis. A clinically significant delay occurred in the procedure or therapy. Instead of two hours of bed rest there was six hours bed rest. The patient received manual compression for 20 minutes with a lot of pain. After the procedure, another starclose se device was used on an abbott demo block. There was no patient involvement. The starclose se device had a similar problem; it was able to fully perform all steps, but the clip did not completely close the gap. No additional information was provided.